Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a tip of a polaris 5.5 plug driver fractured off during final tightening. The fractured tip was recovered so there were no patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tip of the driver was fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tip of a polaris 5.5 plug driver fractured off during final tightening. The fractured tip was recovered so there were no patient impacts.